Manufacturer narrative:
Evaluation summary: the x-ray demonstrated all three commissures were bent and the wireform was intact. Both bands had been removed from the valve, and the polyester band had been cut. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. What appeared to be thrombus was observed on the leaflets at the inflow and outflow aspect. Leaflet 1 had a 5mm non transmural tear on the cusp region, leaflet 2 had a 3mm cut at near the free margin, and leaflet 3 had a 12mm cut on the cusp region. All of the cuts had smooth and straight edges. Sutures and two pledgets remained attached to the sewing ring. The wireform was exposed near leaflet 2 at the inflow and outflow aspect. Additional manufacturer narrative: customer report of thrombus was confirmed. Report of regurgitation could not be confirmed though visual observations. The root cause for the thrombus and regurgitation remains indeterminable.

Event description:
Edwards received additional information that the device was also explanted due to regurgitation.

Manufacturer narrative:
Additional manufacturer narrative: the availability of the device for evaluation is in progress. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The device has not been returned for evaluation, and the root cause for the thrombus remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm pericardial mitral valve was explanted after an implant duration of six (6) months and twenty-nine (29) days for prosthetic mitral valve dysfunction due to thrombus. The device was replaced with a 25mm pericardial mitral valve. Per obtained medical records, the patient presented to the hospital for a new possible vegetation on the prosthetic mitral valve. Intraoperatively, the mitral valve prosthesis was exposed and a large thrombus burden on the atrial side of the valve was confirmed. This thrombus was removed and sent for culture. The old prosthesis was excised and sent for culture. A new 7300tfx 25 mm valve seated well without evidence of a paravalvular leak. Transesophageal echocardiography demonstrated normal function of the mitral prosthesis with a transvalvular gradient of approximately 4 mmhg. The patient tolerated the procedure and was taken to the open heart recovery room in a hemodynamically stable condition. The patient was discharged with home health care in stable condition on post-operative day five (5).